Event description:
On dec. 12, 2022, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation showed the led crashed, as observed during in-vitro testing and during review of in-vivo data. The early sensor replacement alert was triggered as no glucose signal returned upon calibration, leading to deviation in sensor performance. The system correctly disabled the sensor due to performance failure. An RMA was authorized to offer the user a sensor replacement.